Event description:
It was reported that during a routine device change out procedure when the right atrial (ra) lead was connected to the implantable cardioverter defibrillator (ICD) impedances were noted to be high out of range (oor) measuring greater than 2500 ohms. When the ra lead was connected to the pacing system analyzer (psa) impedances were within normal range. A visual inspection of the device was performed and the header was intact and appeared normal. Additionally, the ra terminal pin was fully inserted with the setscrew down and impedances were oor. Technical services discussed possible causes. Subsequently, the device was explanted due to elective replacement indicator (eri) and the non-boston scientific ra lead was revised. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device change out procedure when the right atrial (ra) lead was connected to the implantable cardioverter defibrillator (ICD) impedances were noted to be high out of range (oor) measuring greater than 2500 ohms. When the ra lead was connected to the pacing system analyzer (psa) impedances were within normal range. A visual inspection of the device was performed and the header was intact and appeared normal. Additionally, the ra terminal pin was fully inserted with the setscrew down and impedances were oor. Technical services discussed possible causes. Subsequently, the device was explanted due to elective replacement indicator (eri) and the non-boston scientific ra lead was revised. No additional adverse patient effects were reported.